Event description:
It was reported that the patient developed an implantable cardioverter defibrillator (ICD) pocket infection. The ICD was removed and the right ventricular (rv) and right atrial (ra) leads were capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.